Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: c4tr01 ipg, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported the lead displayed high impedance values and possibly a fracture. The lead was reprogrammed. Approximately eight months later the lead was partially explanted; cut and capped. The lead at issue will not be returned and was replaced. No patient complications have been reported as a result of this event.